Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during a de novo, heavily calcified, 95% stenosed, left, internal carotid artery acculink stenting procedure, after the acculink stent was successfully implanted, the patients blood pressure dropped (hypotension). Common medication, neosynepherine, was given. The patient was discharged home on (B)(6) 2013 and told not to resume her antihypertensive medications until her follow up physician appointment. The hypotension resolved on (B)(6) 2013 without an adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.